Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient developed an acute type b aortic dissection and was monitored. On (B)(6) 2024, the patient had a pain, a computed tomography angiography (cta) was performed. The location of the entry tear was unclear, and the false lumen was occluded but a rapid false lumen enlargement (amount unknown) was observed. On (B)(6) 2024, the patient underwent an endovascular treatment using gore® tag® conformable thoracic stent graft with active control system(ctag/ac). Reportedly, the location of the entry tear was not clear even on the intra-operative angiography; therefore, two ctag/ac devices were implanted at the left subclavian artery as planned. No issue was observed on the final angiography, the procedure was completed. Post-operatively two hours, a cta was performed because of what appeared to be a pleural effusion. A small proximal type I endoleak was suspected. A reintervention was performed. After axillary-axillary artery bypass was created, while preparing endovascular treatment, patient's blood pressure was decreased, a blood transfusion was performed. Reportedly, aortic rapture was suspected. A stent graft was placed at the left common carotid artery. The blood pressure became stable, no further issue was observed on the final angiography, the patient tolerated the procedure.

Manufacturer narrative:
H6: code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), the physician and patient should review the risks and benefits when discussing this endovascular device and procedure including: the possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair.